Event description:
It was reported that during a system upgrade, the right atrial lead had to be removed to gain venous access. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the partial lead was returned in segments and analyzed with no anomalies found. The proximal conductor was distorted and there was blood/body fluid (not obstructed) on all conductors. There was a cosmetic depression and breached cut of the outer insulation and apparent explant damage.